Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. Lead migration was confirmed. A lead revision was performed. Following the revision, the patient reported restored pain coverage.